Manufacturer narrative:
This lead was surgically abandoned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that the device being programmed aair, the right atrial lead experienced high impedance measurements and intermittent loss of capture. As a result, the lead was surgically abandoned.